Manufacturer narrative:
A2: age at time of event: the mean age of patients included in the dataset was 71 years. A3: sex/gender: the majority of patients included in the dataset were male. B3: date of event: the event date was estimated as the earliest known cas procedure included in the dataset. H6: patient codes: e2401 was used to capture the reported event of "access site complications". Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Shahat, m., cieri, e., rocha-neves, j., and khairy, s. A. (2024). Carotid stenting: does stent design matter? Vascular, 32(4), 774-783. Https://doi.org/10.1177/17085381231160957.

Event description:
It was reported via literature that patients treated using filterwire experienced an array of adverse events. This is a retrospective study of seven hundred and twenty eight consecutive patients with various degrees of carotid stenosis that underwent carotid artery stenting (cas) in two centers from march 2014 to may 2021. Embolic protection devices (epd) were deployed during all of these procedures. The most used device was the filterwire ez system, used in 96% of cases. The type of stent was chosen according to the symptomatic state of the patient and plaque morphology. The types of stents used were as follow: 277 (38%) of patients were treated with xact carotid stent system (abbot vascular technology), carotid wallstents (boston scientific corp., natick, ma, USA) were used in 30%, precise stents (johnson and johnson-cordis, warren, nj, USA) were used in 15%, and protege rx self-expanding carotid stent system (medtronic) was used in 15%. The following neurologic events were reported in the first 30 days after cas; myocardial infarction (1.1%), transient ischemic attack (tia) (3.9%), access site related complications (78%), cardiovascular complications (hemodynamic instability and bradycardia) (52%), and stroke (3.9%). The reported adverse events were not separated by epd type or stent type in the data.